Event description:
It was reported that the user was not seeing glucose values on the ilet while receiving readings on the dexcom app, and support guided the user to switch the ilet cgm setting to dexcom g7 and reenter the four-digit pairing code, after which pairing was expected within 15¿30 minutes. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included remote troubleshooting and education to verify cgm type selection and to reinitiate sensor pairing. Investigation of this case revealed a communication or pairing issue between the ilet and the cgm that was addressed by correcting the cgm model setting and re-pairing using the g7 code. It was concluded, based on previously established findings for similar reports, that the cause was user interface or transient cgm communication disruption leading to temporary signal loss to the ilet.